Event description:
The following has been reported: at the beginning of the infusion procedure, on device screen the following error message was displayed "error 01-002!!! Motor rotation". From our information, no patient was involved or affected by this event. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.